Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation, "excruciating pain, the bag is empty and has rolled over." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Patient additionally reported "excruciating pain, the bag is empty and has rolled over". Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases, red particles in the fill channel, one curved opening and one crack opening. A leak test was performed which identified openings. A microscopic analysis was performed which identify: one crack opening, wear abrasion and two openings striated. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve. Two openings striated assessed as surgical damage.

Event description:
Device has been explanted.